Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his electrode belt. Review of the pt's flags revealed 'gel previously released' flags without prior 'gel release' flags, indicating potential physical damage to the belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released / indicates physical damage) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.